Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received form the patient that reported they were in pain. The patient had a return of symptoms. They had checked their device with the patient programmer (pp). They did not have the ability to change stimulation. It was a sudden change in therapy/symptoms. The pain had returned 2 days prior to report and they saw an icon stating that the implantable neurostimulator (ins) battery was low. They had trouble connecting with the ins. The "stimulation was hard to tell because of the pain". She was an amputee below the knee and she was on medication but it was not helping with the pain. Additional information received reported they could not decrease the stimulation and they felt like her leg was "taking off". Troubleshooting occurred and the patient's stimulation was comfortable at the end of the call. The patient's whole right residual limb was hurting. The patient was implanted for intract pain and spinal pain. Further follow-up was being conducted to determine what were the circumstances that led to the pain, what steps were taken to resolve it, and had they gotten in touch with a manufacturer representative. If additional information is received, a follow-up report will be submitted.